Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 533 mg/dl with nausea. A pump time and date setting issue was reported without further information given. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious health event was related to a pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed a manual time change on (B)(4) 2015 from 18:42 to 17:41. The total daily dose history was found to be appropriate per the user programmed bolus rates and bolus deliveries. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.